Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H10 h3 h6: remove 3221/4114/67; add 4118/3233/11 h10 h3 h6: remove 3221/4114/67; add 4118/3233/11

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.